Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was occasionally using cold insulin. Tandem clinical support educated the customer to always use room temperature insulin. Customer changed the infusion set and cartridge to address the issue. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. Customer changed the pump supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.